Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Based on the complaint's details, the most likely underlying root cause is: expired strips.

Event description:
Customer complains of high results. Customer husband states his wife is incoherent and is displaying symptoms of general malaise. The customer's husband contacted 911 for medical assistance. The customer's expected blood results are 170-200mg/dl fasting. Verified the strips (lot #dl3528) had expired 12/16/2012. Reviewed meter memory: (B)(6). Customer called initially for training of testing technique stating he obtained an e-2 reading. Customer expressed urgency as his wife had general malaise and became incoherent. Customer's husband stated they had truetest strips, it was explained the truetest are not compatable with true read meter. Upon arrival ambulance performed test with their meter result was 469mg/dl. As per customer ems administered 25 units of novolog insulin then retested after 15 minutes with the same result of 469mg/dl. Customer was not transported to the hospital, she was treated in site.